Event description:
It was reported to philips that the system shutdown and was unable to power back up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Analysis of the log files could not confirm any malfunction with the system. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. During troubleshooting rse found that ups had no power to it and while checking the circuit breaker it was found to be tripped. Customer was instructed by rse to reset the circuit breaker and to turn on the ups. The issue was resolved after the circuit breaker was reset by customer. After resetting the circuit breaker, system was handed over to customer in normal working condition. The codes were updated based on the investigation outcome.